Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient has undergone bilateral implantation of rayone galaxy rao605g iols and post-operatively is struggling with their vision at all distances. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner's medical consultants have previously advised that neuro-adaptation can take up to six months to achieve and that a small percentage of patients (approximately 3-5%) are just never able to adapt to the functional style of the lens. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. The healthcare facility has indicated that the patient is likely to undergo an additional surgery to explant and exchange the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone galaxy rao605g batch 114257145 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 114257145. As this issue impacts the patient bilterally, this is suggestive of a neuro-adaptation type issue.

Event description:
On 16th october 2025, rayner received notfication from a healthcare facility in australia of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that the patient underwent bilateral iol implantation and post-operatively is struggling with their vision at all distances. Note: see also FDA MDR 3012304651-2025-00326.